Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing on the right ventricular (rv) lead channel. Technical services (ts) suggested reprogramming options. The device remains in use. No adverse patient effects were reported.